Manufacturer narrative:
Updated: describe event or problem, device lot number, device expiration date, device manufactured date, usage of device corrected from ni to initial (B)(4).

Manufacturer narrative:
Device is a combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR #: 2134265-2013-00033. It was reported that during a percutaneous coronary intervention that a stent was not well apposed. The 90% stenosed target lesion was located in the calcified and moderately tortuous proximal left anterior descending artery. The 3.5x38mm promus element stent was deployed but it was noted under intravascular ultrasound (ivus) that the stent was not well apposed to the vessel wall. A 4.5x8mm nc quantum apex mr balloon was to be used to post-dilate the stent and was inflated twice (1st inflation 12 atms, 2nd inflation 14 atms) and ruptured on the second inflation. The procedure was completed with another device. No patient complications were reported and the patient condition is good.

Event description:
Same case as MFR #: 2134265-2013-00033. It was reported that during a percutaneous coronary intervention that a stent was not well apposed. The 90% stenosed target lesion was located in the calcified and moderately tortuous proximal left anterior descending artery. The 3.5x38mm promus element stent was deployed but it was noted under intravascular ultrasound (ivus) that the stent was not well apposed to the vessel wall. A 4.5x8mm nc quantum apex mr balloon was to be used to post-dilate the stent and was inflated twice (1st inflation 12 atms, 2nd inflation 14 atms) and ruptured on the second inflation. The procedure was completed with another device. No patient complications were reported and the patient condition is good. It was further reported that the stent was deployed without difficulty and no damage was noted.